Event description:
At initiation of hemodialysis treatment staff noticed a crack in the fistula needle luer connector. Due to air in the system and potential for contamination the blood volume in the tubing and dialyzer were discarded resulting in ebl = 250-300cc. No pt injury or need for medical intervention is reported. Pt was recannulated and new bloodline and dialyzer set up to continue treatment.